Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was making a buzzing noise and was turning on its own. There is no patient involved in this event.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found no defects. The jaws opened and closed normally using the handle. Additional functional testing was performed on simulated tissue. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.